Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation and review of the device error logs, a program execution error was observed 3 times within a 24 hour period, causing the ventilator inoperative alarm. The ventilator inoperative condition was not duplicated. The device's main board would need to be replaced to prevent reoccurrence. The unit will be discarded due to end of lease term.